Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06453. It was reported that a rotawire fracture occurred. The target lesion was located in the very calcified right coronary artery (rca). A 1.25mm rotalink¿ plus and rotawire were used to treat the target lesion with rotational atherectomy. During ablation, it was noted that the rotawire was fractured more than 10cm from the distal tip of the wire, near the guide catheter tip. Attempts to retrieve the wire fragment with different snares was not successful. Three unspecified size synergy stents were used to cover the rca, leaving the fractured wire positioned to the artery wall and the procedure was completed. No further patient complications were reported and patient's condition was stable.